Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had a sudden shift in therapy coverage. The factors that may have led to the issue were unknown. The device was interrogated and the impedances were within normal range. The actions taken were an x-ray and reprogramming of the device. The issue was resolved at the time of the report. No further complication were reported or anticipated.